Event description:
The customer observed a false positive troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided: sid (B)(6) (plasma samples): initial 0.035, repeats 0.043, 0.031 ng/ml (cutoff 0.034 ng/ml). There was no impact to patient management reported. No further event or patient details were provided.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.